Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained, yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced atrial flutter and tachycardia. During a clinical procedure, a farawave catheter was selected for use. It was reported that sixteen (16) days post indexon(B)(6) 2025, the patient felt high heart frequency and presented themselves on the outpatient clinic, where an atypical heart flutter was detected. The following day, an electrocardiogram was performed, also a successful cardioversion was done. After that, another electrocardiogram. It was reported that the issue was resolved by (B)(6) 2025. No other issues were reported. According to the facility, the event is related to the history of the patient and not the device. The patient was not hospitalized. The device is not expected to be returned for analysis (discarded immediately after the procedure).